Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: restarting. Confirmed failure: needs software upgrade. Black screen at boot up due to faulty hard drive. Probable root cause: sk28 system design (sk28 io board, sk28 m board) , sk28 firmware , sdc3 application software. The failure mode will be monitored for future reoccurrence. Manufacture date is not known.